Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen display is grayed out although the pump is on. The customers blood glucose level was (200 mg/dl) it was indicated that the customer would use back up pump as alternate insulin therapy.